Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# unknown, implanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that high impedances on all electrodes except for combination c<(>&<)>2. Perianal sensation with 0.5 ma. Other combinations lead to sensation with 0.3 ma, but amplitude cannot be further increased due to high impedances. No cause known. Programmed electrode configuration c+, 2-. No further actions. If therapy outcome is good, lead will remain implanted. If therapy outcome is not good, lead will be replaced